Event description:
The customer reported that the insulin pump is damaged. The blood glucose reading at time of call was 150 mg/dl. Troubleshooting was performed, and found that device had a loose end cap. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a loose drive support disk.